Event description:
It was reported to boston scientific corporation on mar 13, 2008 that a pulmonary tamponade balloon catheter was used during a bronchoscopy procedure the previous month. (Patient gender, age and weight unknown) according to the complaint, during the procedure, the device would not go all the way through the scope. The scope was a bf160 bronchiscope with a size of 2mm. The procedure was aborted -conservative measures (bronchoscopy) to treat the bleed from the tumor were aborted and the patient was sent directly to surgery for treatment of the tumor. -the surgical intervention was not related to the performance of this (pulmonary tamponade balloon) device.

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Disposed.